Event description:
The account alleged after the brake is set the stretcher will pop out of the brake position. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.